Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgery performed on (B)(6) 2026, when negative pressure was applied to the balloon in question, the inner shaft wire was pushed in the distal direction for attachment. Subsequently, the distal end of the inner shaft wire perforated through the side of the balloon and protruded externally. The surgery was completed successfully without any surgical delay. No further information is available.